Manufacturer narrative:
Updated section h6- type of investigation, findings, and conclusions. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2025-00337. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation as it was discarded. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The customer provided imagery and the following was observed: calcification is present in the patient's landing zone. Per the technical summary, the instructions for use (IFU), current risk mitigations including design and manufacturing controls, and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, balloon burst events during valve deployment have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to calcification in the landing zone or over-inflation of the balloon. The complaint for balloon burst was unable to be confirmed as neither the device nor a relevant procedural imagery was returned. Available information suggests calcification likely contributed to the event as the provided 3mensio shows presence of calcification in the landing zone. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. The complaint for inability to withdraw system through sheath was unable to be confirmed as neither the device nor a relevant procedural imagery was returned. Available information suggests that withdrawal of burst balloon likely contributed to the event. As the balloon was burst, the altered balloon profile could have made it more susceptible to catch on the distal end of sheath tip which would have then led to the experienced retrieval difficulty. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Investigation is ongoing.

Event description:
As reported by the edwards field clinical specialist, during a transcatheter aortic valve replacement procedure by transfemoral approach, a 26mm sapien 3 ultra valve deployed successfully. However, the physician noted perivalvular leak and decided to post dilate with +1cc of volume. Upon post dilation, a balloon rupture was noted. The physician believed that the balloon had ruptured due to sinotubular junction calcium. The physician pulled the balloon back into the sheath and noted that the sheath tip had split due to this action. The physician attempted to remove the delivery system and sheath as one unit. The physician noted that the iliac artery was attached to the sheath and stopped. The cardiovascular surgeon in room began surgery to repair and control bleeding. Bleeding was able to be controlled, but the patient was still in very critical condition due to issues with coagulation. The patient passed away from the previously noted complications.